Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection showed a fracture located on the driver¿s distal tip. The device was sent to the lab for fracture analysis. A scanning electron microscopy analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evident plastic deformation consistent with a static overload. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the x15 torque driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the x15 torque driver was completed. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the x15 torque driver tip fracturing cannot be positively determined. However, the fracture analysis shows evident plastic deformation consistent with a static overload. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
It was reported that the distal tip of the screw driver broke off into a screw in the patient during final tightening of the set screws. The tip was retrieved from the patient with a 20 minute delay in surgery time, and a different driver was used to complete the procedure.